Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom does not recognize a closed door, determined to be caused by the lower door hook being out of adjustment. The device was recalibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt injury.